Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went into diabetes ketoacidosis while wearing the insulin pump after a surgery. It was noted that the customer was given liquid pain medication that was not sugar free which caused the diabetes ketoacidosis. Customer declined any further troubleshooting. No further information reported.